Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red, yellow particle materials on the shell and an opening (on anterior and posterior side). Device patch with lot number 3001347 and catalog number mx 325g. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side rupture. MRI and ultrasound performed. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.